Event description:
Philips received a complaint on the v60 ventilator indicating that a (vent-inop): pressure regulation high alarm was produced when the proximal line is disconnected. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had replaced the gas delivery system (gds) and were getting the (vent-inop): pressure regulation high. The customer then found that the proximal and machine pressure lines were crossed. The customer corrected the connections, and the device began to operate as intended. The device no longer produced the alarm when the proximal line was disconnected. The customer informed the rse that the device now passed the performance verification test (pvt). This device issue is considered user induced as it was a result of the service performed on the device during the gds replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.